Event description:
It was reported that a deflation issue occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50mm x 6mm nc emerge balloon catheter was advanced for dilatation. During the procedure, a deflation issue occurred. The deflated balloon was removed from the body over the wire and intact, in the usual fashion. The procedure was completed using another balloon without issue. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 6mm balloon catheter was returned for analysis. Visual, tactile, microscopic and functional testing were performed on the device. Visual and tactile inspection found no issues identified with the hypotube shaft or with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed that the balloon appeared to have been subjected to positive pressure however there was no visible damage found to the balloon profile. The proximal and distal markerbands identified no damage. The bumper tip showed no signs of distal tip damage. Functional testing was performed by attaching the device to an inflation unit and it was inflated to rated burst pressure and then deflated in 17 seconds without any issues. No device issues were identified during returned product analysis.

Event description:
It was reported that a deflation issue occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50mm x 6mm nc emerge balloon catheter was advanced for dilatation. During the procedure, a deflation issue occurred. The deflated balloon was removed from the body over the wire and intact, in the usual fashion. The procedure was completed using another balloon without issue. No patient complications were reported.